Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 8 atms on the first inflation. It is further reported that, prior to the rupture, poba was performed after guide wire tgvii plus crossing. The lesion being treated was a calcified, 90% stenotic lesion in a highly tortuous posterior descending branch of the distal right coronary artery (rca). An encore inflation device and a 7f machl fr4 guide catheter were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or comlpications were reported. Patient status is reported as 'good'.